Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) system had become disabled. Technical services (ts) discussed reprogramming this feature back on. The health care professional (hcp) reported that this patient received an inappropriate shock and that the electrophysiologist requested reprogramming to the alternate vector. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.